Event description:
It was reported that a patient was going to get an MRI of her brain for a possible tumor and dizziness. Two months later it was reported that the patient had signs and symptoms which included lower extremity weakness. It was noted that no intervention occurred and the patient required hospitalization. It was reported that the patient recovered without sequelae. A follow-up report will be made if additional information becomes available. See MFR report # 3004209178-2012-11270.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v208202, implanted: 2009 (B)(6), product type lead, product ID 3387s-40, lot# v210494, implanted: 2009 (B)(6), product type lead. (B)(4).